Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with no visual signs of activation. The tip does not show any detachment of components. There are scuff marks and shavings inside the inner wall of the connector block with bent pins. There are no manufacturing abnormalities visually observed with the returned wand. Due to the bent pins inside the connector block a functional evaluation could not be conducted. The complaint could not be verified and the root cause could not be determined with confidence as the tip does not show any signs of detachment. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
During a procedure using a 3.5mm 90 degree icw, the tip of the wand broke inside the joint. There was not harm to the patient.